Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the leak test due to a hole in the reservoir. Damage of this type is similar to damage that may be caused by a needle puncture. A review of manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was not allowing fluid to flow through properly.